Event description:
It was reported that the guidewire tip detached inside the patient. A savion flx guidewire was selected for a percutaneous transluminal angioplasty (pta) of the posterior tibial artery. The 99% stenosed target lesion was heavily calcified. During the procedure, the wire was unable to cross the lesion and 1cm of the guidewire tip detached inside of the lesion. The detached tip of the guidewire was left in the totally occluded lesion. There were no patient complications and the patient's status post procedure was okay.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a savion flx guidewire. Visual inspection of the returned guidewire showed that the distal tip bent and the polymer distal tip was detached. The damaged section was located approximately at 298.5 cm from the proximal end. The detached section of the device was not returned. Boston scientific received images from the procedure confirming the reported event and the images show that a section of the distal tip was detached. The overall length and the outer diameter (od) of the distal tip dimensional test could not be performed due to polymer tip detached, od of the middle of the device and od of the proximal section were within specification. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the guidewire tip detached inside the patient. A savion flx guidewire was selected for a percutaneous transluminal angioplasty (pta) of the posterior tibial artery. The 99% stenosed target lesion was heavily calcified. During the procedure, the wire was unable to cross the lesion and 1cm of the guidewire tip detached inside of the lesion. The detached tip of the guidewire was left in the totally occluded lesion. There were no patient complications and the patient's status post procedure was okay.